Manufacturer narrative:
Product investigation summary: the investigation has shown that the welding seam between the handle and the inner shaft is broken; therefore, the handle has come loose. In addition, there are some heavy nicks and dents visible on the stroke cap as well as on the blue handle, which also presents with a crack. The review of the production history revealed that this instrument was manufactured in october, 2014 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on the type and extent of damage incurred, it is likely that heavy strokes on the impactor caused the breakage of the welding seam. The current surgical technique guide recommends that the pfna blade be inserted to the stop by applying gentle blows with the hammer. The type and extent of damage incurred indicate that this complaint was caused by wrong handling. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No reported patient or surgical involvement. Discovery of the loose device component was made on (B)(6) 2016. Device is an instrument and is not implanted or explanted. (B)(6) device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4)- manufacturing date: october 21, 2014 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blue handle on an impactor instrument was found to be loose. There was no reported patient or procedural involvement. This report is 1 of 1 for (B)(4).